Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers began to scroll up when attempting a bolus delivery. Customer changed batteries and received a button error alarm. Customer's blood glucose was 125 mg/dl. Customer states that insulin pump was worn in pocket. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers noted during testing. The following cosmetic damage was noted: cracked case at the display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.